Manufacturer narrative:
(B)(4).

Event description:
It was reported that the that during a merlin.net transmission the clinician noted a sensing anomaly. The device was programmed to a fixed sensitivity. No additional information is available.